Manufacturer narrative:
(B)(4). Batch # t92y92. Investigation summary: the device was returned with the bottom portion of the I blade out of the lower jaw channel; the lower jaw channel was damaged. The device was connected to the generator and it was recognized. Because of the condition of the device not all functional testing could be performed with the generator. The jaw was unable to cycle open and close. The instrument was disassembled and no evidence was found as to what could have contributed to the activation issues. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. A probable cause of the damage to the jaw could be not allowing thick and fibrous tissues to denature prior to I-blade advancement. Additional information was requested, and the following was obtained: did the patient suffer any adverse consequences? Sales informed on 9/3/20 that the patient shows no adverse consequences. Did the generator display any error messages and if so what were they? Unknown. Did the device pass the pre-test? Yes. Had the device been working and then stopped? Yes. Did the electrode ceramic separate or break off? Examine returned device. Did the I blade get damaged or break off? Examine returned device. Is the jaw damaged but not broken off? Examine returned device. Is the top jaw loose but not detached? Examine returned device. Is the top jaw ptc material damaged? Examine returned device. Is the black ptc in the upper jaw detached? Examine returned device. Is the top jaw broken off the of the device? No. What efforts were made to locate the missing piece of the jaw? Visual inspection during the procedure.

Event description:
It was reported that during a robotic prostatectomy, an enseal device did not work properly. Potential that a piece of the jaws broke off during use. The piece was not located intra-operatively. The surgeon will explore again when the patient returns to the office, and then the patient will be further examined. Surgery was delayed an unknown amount of time due to this reported event. The second device used to complete the procedure.